Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during the procedure.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The inserter connector was returned with the tip of the threads missing. The inserter connector is also bent. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined.. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.